Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that they experienced no audio output and an adverse event on (B)(6) 2016. The patient had a missed low because the receiver did not beep. The patient's husband came home to find the patient unresponsive and administered a glucagon shot. When the patient did not recover after the treatment, the patient's husband called the paramedics and they administered a second glucagon shot. The patient then recovered. At the time of contact, the patient was fine. Additionally, patient tested the receiver's audio function and it did not beep. No additional event or patient information was provided.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on 04/21/2016 to report that they experienced no audio output and an adverse event on (B)(6) 2016. The complaint device was returned for evaluation. The device was externally visually inspected and no defect was found. A review of the downloaded receiver log did not find any issues related to the customer complaint. Functional testing and a manual drop test for intermittency was performed and the tests failed. The receiver case was opened for further evaluation. A visual interior inspection was performed and the inspection passed. A speaker resistance test was performed and confirmed the reported event of no audio output. The root cause was determined to be a defective speaker assembly.